Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was chronic high thresholds on the right ventricular (rv) lead. During the procedure to replace the lead, the doctor cut through both the rv and atrial leads when opening the pocket. The rv lead was capped and replaced, and the atrial lead was partially explanted and replaced. No patient complications have been reported as a result of this event.